Event description:
It was reported that the unspecified bd nano¿ ultra fine¿ pen needles were difficult to operate during use. The following information was provided by the initial reporter: "I don't understand why can't the stem of the needle be flat? Why is there a stopper that protrudes out? Why can't I give myself an injection through pen needle and have it press again my skin without having that piece before the needle? It should be flat against my skin when I use my insulin. The novofine plus that I use to have available, needles are flat against my skin."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed as manufacturer site location and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: unknown. The customer's address is unknown. (B)(4) USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10

Event description:
It was reported that the unspecified bd nano¿ ultra fine¿ pen needles were difficult to operate during use. The following information was provided by the initial reporter: "I don't understand why can't the stem of the needle be flat? Why is there a stopper that protrudes out? Why can't I give myself an injection through pen needle and have it press again my skin without having that piece before the needle?... It should be flat against my skin when I use my insulin. The novofine plus that I use to have available, needles are flat against my skin."